Event description:
Event was reported to caldera medical by an attorney. The patient has suffered pelvic and abdominal pain, persistent rashes, difficulties with sexual intercourse, and voiding difficulties. No further information has been provided.